Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl and 500 mg/dl. Customer had symptom of projectile vomiting and confusion. Customer was hospitalized due to diabetic ketoacidosis. It was reported that earlier on the date of hospitalization, customer was at a seminar and turned sensor off due to constant beeping. Customer's blood glucose was high and customer became unconscious. When customer awoke, she was confused. Customer was not sure if insulin pump was worn at the time of hospitalization, but states that it was worn on that date.